Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 years and 5 months. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient showed clinical signs of hemolysis, with elevated plasma free hemoglobin and lactate dehydrogenase values. The patient¿s pump was exchanged on (B)(6) 2017.

Manufacturer narrative:
The pump was returned with the driveline severed approximately 12 inches from the pump body and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were not returned. Upon disassembly, a thrombus formation was found surrounding the inlet bearing ball and rotor inlet obstructing approximately 25 ¿ 35 percent of the blood flow path. The thrombus extended out from the proximal end of the inlet bearing ball and encompassed the inlet bearing cup. Upon disassembly, the bearing cup was removed from the inlet bore and remained affixed to the bearing ball via the thrombus. The thrombus ring appeared to form in laminated layers and also revealed areas of denaturation, indicating that the thrombus developed over an undetermined amount of time while the pump was operating. Examination of the outlet stator revealed a deposition surrounding the outlet bearing ball and lodged between the stator blades. The formation was not denatured and was tissue-like in nature. In addition, the formation lacked laminated layering, suggesting that it did not initially form in the outlet stator. Although its origin and a duration of time for which it was present in the pump could not be determined, there were contact marks on the outlet bearing cup which indicate that the deposition was present in the outlet stator while the pump was in operation. The depositions were obstructing a significant portion of the blood flow path and could have contributed to the reported hemolysis. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope. No abnormalities were found. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.